Event description:
The recipient is reportedly experiencing pain and magnet displacement following an MRI procedure, during which the prescribed bandaging protocol was applied. The recipient reported pain during the scan and requested discontinuation; however, the MRI was not suspended. The recipient was recommended to cease device use. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.